Event description:
It was reported that the patient was admitted for epistaxis and anemia and treated with a transfusion. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported epistaxis and anemia could not conclusively be established through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until (B)(6) 2022, when the patient expired (captured under MFR # 2916596-2022-01643). The relevant sections of the device history records for (B)(4), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jun2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.